Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The contamination was an incorrect fluid used that stained and contaminated the reservoir. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had rusty water in the compartment casket. There was unknown patient involvement, and no patient or clinical injury reported.